Event description:
It was reported the patient experienced erosion at their implantable neurostimulator (ins) pocket site. It was further reported the skin was ¿colored, very thin, and painful.¿ the patient¿s ins was explanted and ¿replaced at the other side of the body¿ with a clavicular placement as a result of the event. It was noted the patient was alive with injury with a ¿skin defect¿ at the eroded pocket site at the time of report. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient was ¿doing well¿ following the replacement of the ins. It was noted that a pocket fluid sample had been taken from the patient; however no results were reported from this at the time of follow-up.